Manufacturer narrative:
Conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reports that a needle broke during repair of the perineum after delivery. The pt was returned to surgery for excision of the retained fragment.